Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing was detached from connector on (B)(6) 2022 and intermittently occurred throughout the week. The issue occurred with three similar type of infusion sets used for less than a day. The blood glucose level of the patient was 300-400 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.